Event description:
It was reported to philips that the device's exposure pedal and handbrake failed to respond. The device was inside of clinical use at the time of the event. No harm was reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) confirmed that the exposure pedal and handbrake failed to respond. The third party engineer ordered the exposure pedal and hand brake to replace on their own.